Event description:
An adult female patient, (B)(6), was hospitalized with low cardiac output and placed on tandemheart support on the evening of (B)(6). Approximately 7:30 am on (B)(6), after about 9 hours of support, the pump stopped and could not be restarted. The patient remained stable and the decision was made to discontinue support rather than replace the pump. The patient has continued to recover and, as of one week following the end of support, was stable and progressing.

Manufacturer narrative:
Despite requests for the device return and specifics regarding the pump, the pump was destroyed by the site and not returned for analysis. The data logs from the controller were retrieved and analyzed to determine the cause of pump stoppage. No controller malfunction or problem was detected. In addition, both controllers have been successfully used to operate tandem heart pumps subsequent to the reported pump failure. Though the pump was not returned for evaluation, analysis of the controller logs revealed that the pump was operated with negative lubrication pressure, and thus in a continuous alarm condition, for the entire support period (nearly 9 hours). Audible alarms were repeatedly silenced and visual alarms disregarded until the pump finally failed. The information in the logs suggest that significant disregard fo the directions for use, as well as repeated neglect of audible alarms and on screen indicators, precipitated the pump failure.